Event description:
It was reported that the implantable neurostimulator low battery icon was displayed on the patient's programmer. The patient had the neurostimulator set around 3.0 volts, and it was expected that the device would last longer. The stimulation therapy was still helping with the patient's symptoms. But, the patient was considering not replacing the neurostimulator. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received reported the patient was concerned about their implantable neurostimulator (ins). An appointment was scheduled with their physician on 2011-(B)(6). Additional information received reported the patient was seen by their health care provider and they could not get a reading and indicated that the ins was depleted. The ins was helping with the patient's bladder symptoms. Additional information received reported the patient was still having concerns with their device or therapy. It was also noted that they do not have concerns with their device or therapy and that they have worked with a physician. It was indicated that the ins only lasts 4 years. The patient felt that the ins should last 10 years, similar to their pacemaker. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that on (B)(6) 2012 the patient had frequency, some urgency, nocturia 2-3 times per night, slow stream and some episodes of urinary retention in the past. It was stated, the patient had no retention or urinary tract infections in over a year. It was noted, the patient¿s symptoms had been intermittent. Reportedly, the patient¿s device quit responding and they had turned it off for more than two months prior to (B)(6) 2012. It was stated the doctor did not think they needed the device.

Manufacturer narrative:
Lead model 3093, lot# v072754, implanted:2008-(B)(6), explanted:na; programmer model 3037, lot# njd060244n.